Event description:
In 06, nellcor puritan bennett received a report that the device had to be replaced however, the caller could not recall the specific defect associated to this report. This report is associated to the fourth occurrence on rp200605-0062 / MFR# 2936999-2006-00544.